Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 225 mg/dl. Troubleshooting was performed. Customer stated the screen comes back on itself after resetting the battery. Customer states the pump was neither dropped nor bumped. Customer cannot recall the cause of the issue. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm, missing segments/partial display due to blank display. Pump had corroded battery tube, minor scratched display window and cracked reservoir tube lip.